Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range shocking lead impedance measurement for the competitor¿s right ventricular (rv) lead that was detected via the patient¿s remote monitoring system. Pocket manipulations, isometrics and commanded shock were performed to test the integrity of the system. All measurements were in normal. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received and indicated that the device and competitor's rv lead were explanted and replaced. The hospital had the device and might not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).